Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 09/08/2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (20 mg/ml, 4.001 mg/day) and bupivacaine (5 mg/ml, 1.003 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2018, the patient presented to the emergency room (ER) due to an audible alarm. Logs were checked and showed the pump had stalled on (B)(6) 2018 with no recovery "as of yet". An additional reported stated that multiple motor stalls and recoveries occurred with the last stall having no confirmation of recovery. It was stated, "for the motor stall issue, caller stated there was no recent pump refill, no magnetic resonance imaging (MRI) and the next pump refill was scheduled for (B)(6) 2018. The hcp reported that everything was working fine back at the last pump refill. The motor stall was confirmed with a 8835 personal therapy manager (ptm). Conflicting information stated that "there have been no audible pump alarms that [the hcp] was aware of". It was also reported that they thought that the patient had possible encephalopathy and possible sepsis "occurring off and on for the last week" ((B)(6) 2018). The hcp stated that at the other hospital, testing was done and everything came back normal/negative. The hcp also stated that at the first hospital, they also thought the patient was overdosing so narcan was given and the "patient perked up". The patient was stable, but still complained of increased pain at the hospital the patient was transferred to. Surgical intervention had not occurred and it was unknown if it was planned. The event was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-04, additional information was received from the manufacturer representative (rep). The rep reported that the patient had the pump surgically replaced on (B)(4) 2018. The pump has not been returned as of yet, as it was held at the hospital for decontamination per hospital policy. The patient was administered narcan per the ER provide, but it was undetermined if the patient was overdosing and if so, it was undetermined if the pump was the cause or it was due to the patient's own intake of oral narcotics.